Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and underwent revision surgery to remove the excess skin (date not reported).